Manufacturer narrative:
The patient's existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine.

Event description:
A doctor alleged that a patient's implant appeared to not be lengthening.